Event description:
During an attempted percutaneous intervention to the subclavian artery, the stent dislodged from the balloon and was ultimately retrieved. There was heavy calcification, moderate vessel tortuosity, and 80% stenosis present. The physician accessed the brachial artery to reach the lesion. An attempt was made to cross the lesion with the sheath (brand unknown) however, this was not possible and the physician proceeded to place the sheath right before the lesion. It was reported that there was slight resistance when approaching the lesion with the stent delivery system (sds), however, the physician continued inserting the device. Eventually, it was decided to withdraw the sds into the sheath, however, at that instant, the stent fell off the sds. It was reported that the physician could somehow (no information how) retrieve the stent without any incision. After withdrawing the stent and sds, a new palmaz (detail unknown) waas used, ending procedure successfully.

Manufacturer narrative:
There was no dissection present and no adverse consequence to the patient reported. This product will be returned for evaluation and testing. This product, catalog p2007 / lot r0904368, is not distributed in the united states (us); however, it is similar to the us product: p2007